Event description:
The cutting balloon got stuck inside of the lad and the physician had to put a buddy wire down the lesion to work the cutting balloon out. Dilated with a quantum maverick with no pt complications.